Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started seeing the doctor symbol with the end of service (eos) code around (B)(6) 2020.  No symptoms reported.  They were redirected to see their doctor.